Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that is broken. This condition was found in the "intermedio area." The quality engineer later assigned as determined problem to be the missing latch; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that was broken was confirmed and reproduced during product evaluation. The quality engineer assigned the physical damage on the door/latch area and the missing door latch to be the determined problem. This condition was caused by a missing door latch. The pump head door and required parts were replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.